Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated mdrs #1225714-2014-00545, 00546.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012, after the use of the product. Additionally, the certificate of death was provided indicating the immediate cause of death was cardiac arrest and underlying cause was coronary artery disease, end stage renal disease, cardiomyopathy and diabetes mellitus type ii.